Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was powered up and went to stand-by mode. The bulb ignited as specified. When run mode was selected, the product failed to go into run mode. It was determined that the membrane switch that controls the selection of both run mode and stand-by mode was defective. The root cause of the reported failure was traced to a defective membrane switch. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light source goes into standby on an intermittent basis.